Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while the device was on standby for use on a patient (age and gender unknown), the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that the clinician obtained another device to cover the case. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. .